Event description:
A surgeon reported that on postoperative day one after an intraocular lens (iol) was implanted, the pt was given a subconjunctival steroid/antibiotic injection due to inflammation in the eye and "while clouding" deposits on the iol. The pt reported blurred vision. In a f/u, the surgeon reported that on postoperative day five, the inflammation was nearly resolved, but clouding on the iol persisted, causing the pt continued blurred vision and decreased contrast sensitivity. A steroid was prescribed at that time. On postoperative day eleven the pt's vision improved to 20/20 - and the flare inflammation was resolved. The surgeon reported that no further intervention was planned.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).